Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial insert ref: (B)(4). Size 4x10mm refused to ¿sit in place¿ after several attempts by a very competent consultant orthopaedic surgeon. Delay in surgery approximately 15 mins, new implant opened and inserted without any issues. No potential patient complaint. Reporting hospital request inspection of the contaminated implant and a replacement there of.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.